Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported the revision was done on (B)(6) 2018 so it was too soon to tell if the revision resolved the issue. The explanted device was disposed of. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the location of the battery was uncomfortable. The battery was placed at the patient¿s belt line. Factors that led to the issue were the patient¿s body contour. The patient was scheduled for a battery replacement on (B)(6) 2018. The surgeon was going to relocate the battery to a higher location. No further complications were reported.